Event description:
Patient experienced severe swelling and ecchymosis in the floor of the mouth, with difficulty swallowing after somnoplasty base-of-tounge treatment. Treatment was with 4 lesions of 700 joules each, with treatment parameters of 85 degrees c, 10 watts maximum. Patient required IV medication in the office, and 6-7 hours of observation. Patient did not require hospitalization. No device malfunctions during energy delivery, and the unit did not exceed target temperature.